Event description:
Dexcom was made aware on 03/12/2024, that on (B)(6)2023,, the patient experienced a skin reaction. The sensor was inserted into the thigh, which is off-label usage of the device. On (B)(6) 2023, it was reported that the patient experienced a skin reaction with redness, inflammation, pimples, scar, and infection extended beyond the patch perimeter. According to the report, the patient removed the sensor and there was red dot. After 36 hours, the area was red and inflamed. She went to ER and it was purple and the "size of golf ball". It was painful and she could feel it in her knee and groin. The patient was prescribed 800 mg of an unspecified oral antibiotic that she would take for 10 days, twice daily. When the antibiotics went into her system, the pain went away and it was working. The patient was in good condition at the time of report. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).